Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. After the most recent occlusion, the blood glucose level was 407 mg/dl. The contact had no additional information. Although requested, additional information from the customer was not provided.